Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a sapien m3 procedure in the mitral position in which the valve was successfully implanted. An intraprocedural paravalvular leak (pvl) was identified at the medial commissure. The patients blood pressure (bp) dropped during and after the first balloon inflation for the m3 valve, and pressors were administered. A second inflation was performed without pacing, after which bp returned to normal. Per available information, pvl was reduced to none/trace, and mitral regurgitation (mr) improved from severe to none/trace. The patient is reported to be stable. There was no allegation against the edwards device. A longer inflation duration occurred due to difficulty positioning the valve during inflation. The valve jumped atrially at the beginning of inflation and required repositioning with the guide sheath. The cm and wire were utilized to achieve an appropriate position to complete inflation. The drop in blood pressure was attributed to obstruction of the mitral valve during inflation. The pacing run was prolonged.